Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a40 device. The manufacturer received information from the patient alleging harm, two lumps surgically removed from the left lung, and a collapsed lung leading to hospitalization, assessed as not related to the device. In addition, the patient was unable to sleep due to the device alarming, assessed as a non-serious injury. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.